Event description:
The pt was revised due to varus malalignment of the tibial tray.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported event; however, the initial reporting stated device malalignment was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation can be reopened.